Event description:
At the conclusion of the lv angiogram, the catheter was flushed for post pressure measurement. The technologist could hear the system flushing and upon completion the technologist noted the pressure was flat lined measuring over 300. The technologist asked what happened to my pressure and the md looked at the catheter/tubing and saw the air filled tubing and immediately removed the catheter from the body. The pt did not show any unexpected adverse reaction. Suspect air sensors on injector system failed to sense air and did not stop the injection.